Event description:
It was reported that the patient experienced sustained high blood glucose while using the ilet insulin pump after being disconnected for an extended period when insulin ran out, followed by delayed reconnection and unannounced snacking; tubing was later verified and insulin delivery was confirmed, and the caregiver reported large ketones with a fingerstick reading indicating high glucose. Symptoms included hyperglycemia with large ketones. Outcomes included caregiver-initiated ketone management per provider guidance, no hospitalization, and planned follow-up. Investigation included troubleshooting with the caregiver and user education on ketone protocol and reconnection practices. Investigation of this case revealed use-related factors including prolonged disconnection, missed meal announcements, and intermittent disconnections for showering associated with persistent hyperglycemia. It was concluded that the event was due to use-related conditions rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.